Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer determined that the main printed circuit board with kit needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
A vyaire representative reported ventilator inoperable and motor fault, circuit disconnect, low peep (positive end-expiratory pressure) and low ve (minute ventilation) alarm on the vela ventilator. The vyaire representative confirmed there was no patient involvement associated with the reported event.